Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for distal clavicle with the screwdriver in question. In the surgery, the final fastening of the va locking screw did not work well when the product in question was used. Changing to the other driver shaft enabled the final fastening without any problems. The va locking screw that was initially attempted to be finalized with this product was not finalized at the surgeon's discretion because the screw head was almost stripped. The surgery was completed successfully with no surgical delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the scrdriver shaft t8 self-holding was worn out from the tip. No other defects or issues were found, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed due the mating device was not returned for evaluation. The overall complaint was confirmed as the observed condition of the scrdriver shaft t8 self-holding would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 314.467-15. Lot number: 7861p87. Manufacturing site: haegendorf. Release to warehouse date: 10.jan.2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the malfunction were identified. Finished device lot number is part of jbl-nr-0023964, however, this nc is not related to fastening issue, but to the application of secondary passivation process using citric acid instead of nitric acid which is approved as use-as-is and documented accordingly in jbl-nr-0023964 / jnj-nr-0199988. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.